Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump was unable to perform unexpected restart test due to blank display. The pump had corroded motor home switch, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 83 mg/dl. The customer stated that the pump counted to 6, and then the alarm went off. The customer tried to change the battery and the same thing happened. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to monitor the pump. The customer will be sent a replacement pump.